Manufacturer narrative:
A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the pump was chipped out on lower left front corner. A review of the event history log identified motor not running. During functional testing using the occlusion test, the reported issue of motor not running was duplicated. The main board was found sitting on top of extrusion instead of inside of extrusion groove. This issue was caused by the customer's incorrect assembly of the device. Reassembled main board as corrective action. (UDI) was unknown. No product information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147.

Event description:
It was reported that the pump's motor was not running. No patient injury was reported.